Event description:
It was reported that this patient with a pacemaker presented to the emergency room after experiencing syncopal events. Additional information was unable to provide any further details, thus the cause for the syncope remains unknown. The device remains in-service. No additional adverse patient effects were reported.